Event description:
Elderly male with history of hypertension (htn), diabetes type ii (db), coronary artery disease (cad) and resent shortness of breath (sob). Procedure: coronary artery bypass graft (CABG) x 3. When harvesting greater saphenous vein, instrument filled with blood and tissue from the leg. (Clean instrument mechanism for instrument could not clean with "windshield wiper". Question as to if nose cone could be defective. No known harm to patient, another device was used to finish procedure without problems. Manufacturer response for electrosurgical, cutting coagulation accessories, virtuosaph plus with radial indication (per site reporter). Will investigate.